Event description:
The physician was performing an ercp with stone removal using a wilson-cook extraction basket. The basket was impacted on a large stone and could not be removed. The instructions for use caution "assessment of the stone size and ampullary orifice must be made to determine the necessity of sphincterotomy." "Surgical intervention may be required if impaction occurs." The pt was sent to surgery for removal of the basket and the stone.